Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a system was experiencing various anomalies. The patient presented for surgery and all of the leads tested normal. The patient¿s implantable cardioverter defibrillator was then explanted and replaced. The new device worked well with the retained leads. The patient was asymptomatic before, during, and after the procedure.

Event description:
New information received notes the clarification that various anomalies relating to the patient's implantable cardioverter defibrillator also include high impedance and no capture.

Manufacturer narrative:
Analysis was normal. No anomalies were found.